Event description:
Medtronic received information regarding an imaging system used outside a procedure. It was reported that the image quality of the system was poor. It was stated that it was unknown if it was 2d, 3d, or both image types and if the site had performed the gain calibrations. No patient involvement.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. They ran fluoro and 2d/3d gain calibrations. As a verification of the repair, they checked the image quality in all modalities using the phantoms and tools. Shot 2d and 3d with no complaints. The system was released and given back to the site as ready to use in clinical cases.